Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer PICC inserted in the right cephalic vein 3.9mm diameter, trimmed to 48cm, 8cm external and secured with a secureacath. Patient noted to have wet dressing "loose and leaking" on (B)(6) 2025, dressing changed. Patient started to complain of pain around PICC and radiating to shoulder on evening visit on (B)(6) 2025. Dressing noted to be bleeding and wet. Dressing changed again. Patient told to present to office on (B)(6) 2025 as dressing leaking and wet. Dressing taken down, flushed line and oozing fluid and blood. Top of secureacath removed line slowly removed while flushing, noted to have a hole at 13cm mark (5cm internal). Line then removed fully.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information provided 06/26/2025: bloods drawn on (B)(6) 2025 when PICC line was ¿leaking¿ ¿ no abnormal results on that occasion. Line was inserted in right cephalic vein ¿ lady with short above average size upper arm measurement ¿ not bariatric. Potential for infection ¿ did not occur. Dressing was changed daily for a few days ¿ after 3 days of ¿leaking¿ patient came in to hith office and line examined fully and noted to have a hole when flushing. Removed and occlusive dressing applied ¿ no infection or other complication noted after. Line to left arm placed with no issues. Removal of the line. Alert to staff of the potential issue and to bring patients into the hith office if 4 fr lines appear to be leaking and to be vigilant of the issue. Patient informed and given open disclosure ¿ pivc placed over weekend as this occurred late on a friday afternoon ¿ new PICC placed to left arm following week in basilic vein ¿ no further issues. Line inserted (B)(6) 2025 ¿ noted to be leaking (B)(6) 2025 at home ¿ continued leaking and baxter not fully empty each day. Reviewed (B)(6) 2025 ¿ line withdrawn and found to have the hole in it. Line withdrawn.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed between the 12cm and the 13cm markings. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. This complaint will be recorded for future trending and monitoring purposes.